Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 7482a51 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2009; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient rep reported that for the last 3-4 days the patient has been experiencing pressure on the implanted wire behind their left ear. The rep added that on sunday night the patient had a really bad dystonia episode that lasted well over an hour and did not subside even with additional medication. Since then, the rep stated that the patient can hardly speak besides slurring, their coordination has been affected, their ability to move their arms and legs has been affected, they have been much slower, and they have to be very deliberate about their movements. Agent did not ask about the circumstances that led to the reported issue. The rep stated that the patient has an appointment scheduled with their neurologist on (B)(6) 2024. The rep stated that the patient's right implantable neurostimulator (ins) was "failing very quickly" and their reason for calling patient services was to find out if the right ins battery level would deplete faster if they were to increase stimulation. The rep mentioned that they were considering increasing the stimulation for the right ins to see if they could get the patient some level of comfort. The rep noted that the right ins has been scheduled to get replaced on (B)(6) 2024, so they want to get the patient some relief before the right ins gets replaced. Agent reviewed that it is a medical decision to increase stimulation, and the rep stated that the patient's healthcare provider instructed them to increase stimulation as necessary. The patient increased stimulation during the call and will monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. The right ins was registered at the time of call, but model and serial number are unknown.